Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information became available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required: it was reported that an app crash alert occurred. Data was evaluated and the allegation was undetermined. The product was evaluated. An external visual inspection was performed and passed. Voltage testing was performed and failed. A review of the share logs was performed and it was found that the device was being used when the battery was discharged. The allegation was undetermined. The probable cause could not be determined. However, potential patient misuse occurred as the mobile device lost power. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an app crash alert occurred. Data was evaluated and the allegation was confirmed. The probable cause was the mobile device lost power. No injury or medical intervention was reported.